Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker explant procedure due to elective replacement indication. During the procedure, it was noted that the right ventricular lead failed to disconnect from the pacemaker due to a stripped set screw found on the pacemaker. The pacemaker remains implanted and the patient was in stable condition before, during, and after the procedure.

Event description:
New information noted that the pacemaker was explanted and replaced.